Event description:
An eye care professional has reported a corneal abscess with positive tyndall test in the right eye of a patient associated with wear of o2optix contact lenses on an extended wear basis. The incident caused the patient severe pain and an anterior chamber reaction was reported. Request has been made for additional information, however no further information is available at the time of this report.